Event description:
On (B)(6) 2014, the patient had a miradry treatment. Following the treatment, he did not ice or apply an antibiotic cream, and developed an abscess. On (B)(6) 2014, he noticed pain, swelling and an abscess forming under the right axilla. On (B)(6) 2014, cellulitis developed and he started on an antibiotic. On (B)(6) 2014, the wound was drained. On (B)(6) 2014, an update was obtained via email and it stated that he had no pain, the wound was being packed daily and was nearly resolved.

Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes (including sterilization processing) were met and followed, with no issues identified.